Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/15 years old. The dates of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: outcomes of children implanted with ventricular assist devices in the united states: first analysis of the pediatric interagency registry for mechanical circulatory support (pedimacs). The journal of heart and lung transplantation, may 2016; 35(5):578-84. Doi: 10.1016/j.healun.2016.01.1227. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed clinical outcomes in pediatric patients on vad therapy based on analysis of the pediatric interagency registry for mechanical circulatory support (pedimacs). Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The article reports patient deaths while on vad support, due to end-stage cardiomyopathy, major bleeding, multisystem organ failure, neurologic dysfunction, respiratory failure, sudden unexplained death, withdrawal of life support and other unreported causes. The status/location of the vads is unknown.

Manufacturer narrative:
Product event summary: pumps with unknown serial numbers were not returned for evaluation. This complaint is associated with clinical adverse events. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported events. Possible clinical factors that may have contributed to these events include the patients¿ pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patients¿ complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to these events. If information is provided in the future, a supplemental report will be issued.